Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that in the alarm history an unexpected restart and an external error alarms were found. The last four times he changed the insulin pump's battery a 5,6, and 7 appeared on the screen along with the time 12:00 p.m. Customer's blood glucose level was 105 mg/dl. The device was not returned.